Manufacturer narrative:
D10: concomitant devices: 3836806        02-010-01-0330 - logic femoral ps cem right sz 3. 4744643 200-02-32 - three peg patella 32mm. 4799472 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 86 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain, weakness, swelling, mechanical instability, limited range of motion and loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, e. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loss of range of motion or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.